Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced display anomaly. Customer reported that display began to fade in some areas and had rainbow like colors even when light was on. Customer also reported that words looks distorted almost as if they were coming out at her. Customer reported that battery was not lasting very long, even when new. Customer's blood glucose ranged from 60 mg/dl to 125 mg/dl. Customer also reported that blood glucose was 156 mg/dl which is low for her and she began to feel clammy. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump powered up properly and no blank display, missing segments, partial display or colored display noted. No fading display or display anomaly occurred during our testing. The insulin pump was received with normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected low battery alert alarms occurred during our testing. No damage was found on the lcd isolation tape during visual inspection. No cosmetic damage was noted during our physical inspection.